Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving clonidine and morphine at unknown concentrations and doses via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient recently lost 50 pounds so the pump "flops all around and hits my bones." The patient noted " I do believe one night it flipped." The patient rolled over when she felt it and "it was sticking straight up sideways" and she was unable to use the personal therapy manager (ptm) to communicate with the pump. The patient noted the pump moving felt "like a cattle prod inside." The healthcare provider (hcp) was weaning the patient down on medication due to the weight loss. The dose was reduced by 20% on (B)(6) 2015. Intervention and troubleshooting information was not provided at the time of this report. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.